Manufacturer narrative:
Approximate age of device ¿ 2 years 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016 the patient presented to the clinic with a driveline infection. A user facility medwatch was received that states: on (B)(6) 2016, during routine follow-up in the outpatient clinic, the wound near the driveline exit site was cultured. When the culture came back positive for gram-negative bacilli, the patient was admitted for scheduled driveline debridement. While admitted on (B)(6) 2016, she underwent driveline debridement on (B)(6) 2016 for which cultures grew positive for klebsiella pneumoniae and citrobacter freundii complex.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.